Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient fell and later lost effective therapy. Additionally, the patient was unable to place their scs system in MRI mode. Diagnostics discovered multiple contacts had high impedance. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the paddle lead was explanted and replaced with a new paddle lead. Reportedly therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.